Event description:
A falsely elevated ctni (troponin I) result of 1.28 was obtained. The result was reported to the physician. Sequential sampling on the same pt gave results of 0.01 ng/ml and 0.01 ng/ml. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated result. Analysis of instrument data did not identify an instrument failure. The suspected cause is sample integrity due to presence of fibrin in the sample.